Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - the implant date is estimated. The additional patient effect of death reported in the article is captured under a separate medwatch report. The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database for the reported lot could not be performed as the lot number and part number are unknown. Based on the information reviewed, the cause of the reported off-label use is due to the user using mitraclip device on the tricuspid valve. The cause of the reported death or heart failure cannot be determined. Additionally, the reported patient effects of death and heart failure are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Article titled "impact of right ventricular-to-pulmonary artery coupling on remodeling and outcome in patients undergoing transcatheter edge-to-edge mitral valve repair."

Event description:
This prospective, observational study was conducted at the medical university of vienna, austria. This study designed to evaluate the impact of right ventricular-to-pulmonary artery (rv¿pa) coupling on outcome and reverse rv remodeling in patients with primary as well as secondary mitral regurgitation (mr) post-transcatheter edge-to-edge mitral valve repair (m-teer). Patients also underwent concomitant tricuspid repair (t-teer) when needed. Complications identified in the study included: heart failure, hospitalization, and death. Tricuspid annular plane systolic excursion to pulmonary artery systolic pressure (tapse/pasp) ratio was associated with outcome in patients undergoing m-teer for primary as well as secondary mr. Rv¿pa coupling, alongside with tr severity, improved after m-teer and might thus provide prognostic information in addition to established markers of poor outcome. Details are listed in the attached article titled, " impact of right ventricular to pulmonary artery coupling on remodeling and outcome in patients undergoing transcatheter edge to edge mitral valve repair.¿